Event description:
It was reported to gems that the custodian accidentally bumped the dollies used to assist in removing the gantry covers. While cleaning, custodian's mop hit one of the dollies (not in-use) and while trying to prevent the dollies from falling, custodian's hand got caught in between the two dollies. The custodian required eleven stitches. This is the first reported incident of injury related to the dollies. The dollies meet the iec requirements. However, the current instruction manual does not state what condition the dollies should be left in after use. Currently, dollies have been delivered for about 2000 CT systems.